Manufacturer narrative:
Numerous attempts to contact the customer regarding their reported device issue have been unsuccessful and it is unknown if the customer will be returning their device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and appeared to not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.